Event description:
Boston scientific received information that during a follow up high out of range shocking impedances were revealed on the right ventricular channel. Additional isometric testing and pocket manipulation noted noise on the right ventricular shock channel while the pace/sense channel was clean of noise. A technical services representative reviewed this case and noted that a possible issue with the lead is likely while a connection issue is not likely as this is not a new implanting system. The field representative will perform a save to disk for further review and also noted that a command shock test will be performed for further evaluation. At this time the lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Additional information and review of data by technical services confirmed that shocking impedances have been normal while an out of range shocking impedances measurements was seen on the daily measurements. In addition a synchronized shock was done which gave normal shocking impedances measurements when shocking with a 21joule and 41joule shock. The physician elected to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Additional information and review of data by technical services confirmed that shocking impedances have been normal while an out of range shocking impedances measurements was seen on the daily measurements. In addition a synchronized shock was done which gave normal shocking impedances measurements when shocking with a 21joule and 41joule shock. The physician elected to monitor the system. No adverse patient effects were reported. Additional information received noted that this device and lead were explanted and will be returned. Daily measurements showed continued out of range shocking impedances as well as an out of range pacing impedance measurement. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Additional information received noted that this device and lead were explanted and will be returned. Daily measurements showed continued out of range shocking impedances as well as an out of range pacing impedance measurement. No adverse patient effects were reported following the procedure.